Manufacturer narrative:
The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (130ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel that the patient reported very hot controller surface. Patient was brought to the hospital and controller was checked. It was confirmed that the controller was very hot. Controller smr upgrade was performed on (B)(6) 2016. Patient tolerated exchange very well and was discharged home. No consequence to the patient. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. However, supplemental testing revealed that an elevated temperature on the surface of the controller. Internal inspection of the controller revealed the source of the overheating to be a mosfet transistor. The most likely root cause can be attributed to a mosfet transistor operating outside of the manufacturer's temperature range. However, this observation did not affect the functionality of the unit. An internal investigation has been opened by the supplier to address overheating of the controller.